Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. The patient reported that the recharging belt broke. The patient reported that his belt has broken many times because his ins was in a "weird" spot. The patient requested a back up belt for future need. No symptoms were reported. No further complications were anticipated/reported.